Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise oversensing. No intervention was made, the clinic would continue to monitor the lead. No patient symptom was reported.

Event description:
Additional information received indicated that the lead was capped and replaced on 1(B)(6) 2024. The patient was stable throughout the procedure.